Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the keypads on three pcus were replaced. No further information is available.

Manufacturer narrative:
The customer reported complaint of the keypad being replaced was evaluated. The keypads were confirmed to have faulty system on keys and nonfunctioning ac indicator lights. External and internal inspection was performed. During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypads were in good condition with no issues observed. The front case keypads were connected to the cad pcu test fixture for functional testing. Test results identified that the system on keys did not function and ac indicator lights did not illuminate on the keypads after plugging in the power cord. All other keys on the keypads were functioning as intended. Review of the pcu module (B)(6), service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. H3 other text : only keypads were provided for the investigation.

Event description:
It was reported that the keypads on three pcus were replaced. No further information is available.